Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted them in doing so. Following the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump while being advised to call back if any issues reoccurred.